Event description:
The clinic reported that a laser vision correction patient presented with anterior basement membrane dystrophy (abmd) / irregular epithelium in right eye more that in left eye at one month post-treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision in right eye more than left eye and is affecting visual acuity - right 20/50 left 20/25. Epithelial debridement was done in both eyes. Bandage soft contact lens was placed in both eyes and prescribed zymaxid and pred forte four times a day. Bcva from (B)(6) 2015: right eye pre-op 20/20, -2.25 x -.50 x 166, left eye pre-op 20/20, -2.25 x -.50 x 8. Bcva from (B)(6) 2015: right eye pre-op 20/20, 2.25 x -2.75 x 43.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information: surgeon reported that there was no more than 1 line of loss of bcva. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
On (B)(6) 2015, the account reported that on (B)(6) 2015, anterior membrane basement dystrophy (ambd) improved in both eyes. It was reported that still epithelial (epi) defects in right eye (od) is greater than that of the left eye (os). The visual acuity (va) in right eye (od) was reported to be 20/40 and in left eye (os) is 20/20-. Account will continue to monitor the patient for 2-3 months and if there is no improvement, they will consider second epithelial debridement.

Manufacturer narrative:
On (B)(4) 2015 account reported that on (B)(6) 2015 the epithelium healed from debridement. Bandage soft contact lens was removed in both eyes. Patient reports visual acuity still blurry. Sans corrected visual acuity 20/60 right eye 20/70 left eye. Heaped epithelium causing decreased visual acuity. It will take time to even out. Placeholder.